Event description:
During an acdf at c6-c7, one of the four blades on the locking driver for cslp broke off in the head of the screw. The surgeon was unable to retrieve the broken tip and did not remove the screw. Broken driver tip and screw left in patient.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.